Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same patient as MFR: 2134265-2016-04336, 2134265-2016-06372. It was reported that the patient expired. In (B)(6) 2016, a 24mm watchman ® laa closure device was successfully implanted during a laa closure procedure. During the patient's 6 week follow-up, thrombus was observed on the closure device. This was likely due to lack of anticoagulation after a gi bleed post implant. The patient's medication was then changed to warfarin/asa. In (B)(6) 2016, a transesophageal echocardiogram (tee) was performed and the thrombus was gone. In (B)(6) 2016, the patient stopped warfarin and continued on asa only. In (B)(6) 2017, the patient was admitted with sepsis, disseminated intravascular coagulation (dic), renal failure. Tee showed thrombus on the watchman device and it was noted that the closure device had not fully endothelialized. The physician stated "she may be pro-thrombotic because of her illness." The patient died 2 days later due to complications from sepsis. The physician reported from the autopsy that a clot was in the left atrium and an infected clot was in the right aortic arch.

Manufacturer narrative:
Journal article: kuriachan, vikas p. Et al, ¿multiple thromboembolic events from a left atrial appendage occlusion device¿ canadian journal of cardiology 34 (2018) 342.e13-342.e15. Age at time of event, age at time of event (unit), describe event or problem , patient codes, complaint source: updated (B)(4).

Event description:
Reported via journal article: it was further reported that at the time of implant the final position of the closure device met standard device criteria with no peri-device leakage, although the inferior edge protruded slightly. Asprin and clopidogrel were initiated after the procedure. It was further reported the patient was seen at 4 weeks post implant, it was previously reported as the 6 week follow-up appointment. The patient experienced hemorrhoidal bleeding. Antiplatelet therapies were stopped and warfarin was administered with an international normalized ratio (inr) target range of 2.0-3.0 was initiated after the bleeding was controlled. Despite close monitoring and dose adjustments, the inr was in a subtherapeutic range for 5 weeks. A transesophageal echocardiogram (tee) in (B)(6) 2016 detected a 1.2 x 2 cm thrombus overlying the device. The inr target was changed to 2.5-3.0. It was updated that in (B)(6) 2017 (previously reported as m(B)(6) ay 2017), the patient was admitted to the intensive care unit with an altered level of consciousness, hypoxemic, respiratory failure in addition to the previously reported sepsis, disseminated intravascular coagulation (dic), renal failure. Her blood cultures grew (B)(6), likely from an incompletely treated dental abscess. A second tee showed a homogeneous echogenic 3 x 2 cm thrombus. Brain magnetic resonance imaging showed multiple small acute infarcts, and there was clinical evidence of an ischemic right hand. Because of the very low likelihood of meaningful recovery, comfort measures were initiated, and the patient died on the seventh hospital day. Postmortem cardiac examination showed a poorly endothelialized watchman device contacting the endocardium circumferentially which was well positioned in the laa and a dislodged 4 x 3 x 2 cm thrombus showed well-organized fibrin with central cavitation containing neutrophilic debris the thrombus showed likely evidence of secondary bacterial infection, but no evidence of primary bacterial endocarditis or device infection was identified. The autopsy also identified thromboembolic sequelae, including bilateral upper limb ischemia and multiple cerebral and cerebellar infarcts associated with fibrin thrombi.